Manufacturer narrative:
This report is submitted on march 5, 2020.

Event description:
Per the surgeon, there was a skin revision during an abutment change (date unknown and the reason for the abutment change unknown). Antibiotics were administered.